Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the user reported that the o-ring was dry rotted. Since the event occurred during routine testing, there was not pt involvement during this event.